Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the ventilator was emitting a chemical smell and the user experienced headaches, dizziness, swollen sinuses, and nausea. There was no serious patient harm or injury reported. The device was returned to the manufacturer's product investigation laboratory for investigation and the customer's complaint could not be duplicated. The ventilator was powered on and no chemical odor was observed, however a mildew like odor was detected at the therapy delivery port of the unit. An in-line filter was placed on the unit at the flow path exhaust port and was operated for approximately one and a half hours and no debris was noted in the inline filter. The airpath foam was removed and no evidence of degradation was observed. A visual inspection of the flow path was performed and there was a slight amount of contamination observed at the base of the impellers of the blower but these contaminants were not consistent or related to any foam related issues.